Event description:
This pt with bilateral atresia was implanted with the device bilaterally on (B)(6) 2011. She has been seen by dr. (B)(6) at the (B)(6) on multiple occasions presenting skin problems and pain at the site of the implant behind the right ear. The pt started to develop discomfort after her (B)(6) 2012 follow up, when she increased to a stronger 2 dot magnetic baseplate, however, neither the doctor or audiologist, knew about the development of the sores until the pt arrived in the clinic on (B)(6) 2012. Dr. (B)(6) did not feel there was an infection and advised just topical antibiotics. The doctor felt that the skin had thinned, but did not feel any bumps or high points from the implant. The retention force of her 2 dot magnet on the right side measured approximately 1.25n, which is well within the normal range, even with the perceived thinning of the skin which might tend to increase magnetic force. It was recommended that once the sores healed, the pt would be eased into a 1 dot baseplate and an evaluation of retention would be performed at that time. The pt discontinued magnet use and wore a monaural headband in the meantime. The pt was seen for atresia reconstruction surgery on (B)(6) 2012 and waited until adequate healing from the surgery had occurred before attempting to wear a magnetic baseplate again. In (B)(6) 2012, the pt began using the magnetic baseplates once again, however, the pt continued to develop skin irritation and pain. The decision was made to explant both magnetic implants and the procedure was performed on (B)(6) 2013.

Manufacturer narrative:
The passive implant consists of two samarium cobalt (smco5) magnets hermetically sealed in a titanium housing. Each implant is welded, cleaned, and 100% leak tested by the manufacturer using formally validated processes. The titanium material used in the magnetic implant is well established as biocompatible and is used in many medical implant applications. Additional information for serial number (B)(4).